Event description:
It was reported that the down arrow button on the customer's insulin pump did not work. Her blood glucose was 10mmol/l at the time of reporting. The insulin pump was returned. No additional information was reported.

Manufacturer narrative:
The insulin pump had no down arrow button response due to unlocked liquid crystal display keypad connector. The insulin pump was received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched liquid crystal display window and scratched reservoir tube window.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.